Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in iab circuit and iab optical sensor calibration was expired. There was no harm or injury reported.

Manufacturer narrative:
Corrected field are e1 event site telephone and h6-medical device problem code. Updated fields are b4, b6-additional comments, e1-event site telephone, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Whitney winchester, rn contacted esp reporting a leak in iab circuit alarm on a cs300 console. The esp representative guided her through troubleshooting using the help screen, confirming that the helium tubing was unobstructed and that all connections were secure. She was then instructed to select iab fill and resume therapy, which successfully resolved the alarm. During the call, whitney confirmed the patient was mechanically ventilated with a peep of 7 cm h2o. The esp representative explained that ventilator settings, specifically peep, may contribute to transient iab circuit leak alarms. The caller was provided contact information and advised to call back if the alarm recurred.later at 243 pm edt, whitney called again regarding a new alarm iab optical sensor calibration expired. She had not yet accessed the help screen and was guided through troubleshooting steps. During this call, she reported that medication had recently been administered and the patient¿s blood pressure had dropped significantly (31 by 20 mmhg; map 44 augmentation 72). The esp representative explained that the alarm occurred because mean arterial pressure (map) was too low to complete calibration. Whitney stated the map goal was 60 mmhg and that she was actively working to stabilize the patient. She was advised that the console would automatically attempt calibration within 15 minutes or that calibration could be manually forced once map reached 60 mmhg by pressing zero pressure for two seconds. The caller expressed appreciation for the assistance.

Event description:
N/a.